Manufacturer narrative:
This record is a duplicate of ICU medical complaint number - (B)(4) and has been reported under 9615050-2023-00752-00 and any subsequent follow ups.

Manufacturer narrative:
The device is not available for evaluation, however, a picture sample is available but investigation is not yet completed.

Event description:
The event was reported by an anonymous person at the user facility regarding a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. The customer reported leakage on cassette. There was unknown patient involvement; harm was not reported as a consequence of this event.